Event description:
A malfunction alarm was reported with a code of malf 12, but there was no impact on the customer's blood glucose level since it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and following the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again. The customer acknowledged and understood the instructions.